Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Fluid in the hp3 filter is a related failure to the reported symptom code lf22 (m31 air detected in cassette warning). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm and drain complication encountered, please check pl and dl message prior to the leak during drain 1 of 4. The alarms occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The patient was not empty but was connected at the time of the event and the cycler was draining to drain line. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The reported cycler was scheduled to be picked up and returned for manufacturer evaluation. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm and drain complication encountered, please check pl and dl message prior to the leak during drain 1 of 4. The alarms occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The patient was not empty but was connected at the time of the event and the cycler was draining to drain line. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The reported cycler was scheduled to be picked up and returned for manufacturer evaluation. Multiple attempts were made to acquire additional information, however, a response was not received.